Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During transseptal puncture, a pericardial effusion occurred. Contrast medium was used to assist during transseptal and it was noted that the needle was on the septum with tenting, but introduction of the guidewire revealed that it was not in the left atrium. The patient began to feel unwell a few seconds after puncture and was treated with medication before a second successful puncture. After a worsening of the patient's hemodynamic state, an ultrasound revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.